Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. No conclusion could be drawn as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap low anterior resection, the device had a bad activation in the middle of the procedure. Although the control switch for coagulation was touched a little, the device was activated continuously or it was not activated. Another device was used to complete the case. There were no adverse consequences to the patient.